Event description:
Device report from switzerland reports an event as follows: it was reported that patient underwent revision surgery on (B)(6) 2022, to remove plates and screws. The devices were implanted nine months prior. The surgeon noticed a strong metallosis. This report is for a screw. This is report 4 of 4 for (B)(4). Additional impacted products are captured on related complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G1: postal code-2540, part # 413.318, lot # 5l94279, manufacturing site: werk grenchen, release to warehouse date: 28 aug 2019. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the lockscr ø5 self-tap l18 tan. Only was observed signs of usage and normal wear which could have been a result of implantation and explantation. A dimensional inspection was performed for the lockscr ø5 self-tap l18 tan and met specifications. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the lockscr ø5 self-tap l18 tan was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following source controlled drawings reflecting the current and manufactured revisions were reviewed: -verriegelungsschraube 5*xx ss hex locking screw 5*xx st hex rev. G (current and manufactured) dimensional inspection: drawing: (current) feature: total length specification: measured dimension:(conforming) device used: mitutoyo digimatic caliper device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.